Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132 , serial: (B)(4), batch: 20738674.

Event description:
It was reported that the patient developed an infection in the back directly on top of where the lead wires run beneath the skin. The patient was experiencing pain in the area. It was discovered that the patient had a mass on the same site, which was removed, and created an open wound that potentially reached the lead. The physician believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure wherein the ipg and lead were removed. The patient was doing well postoperatively. The explanted devices were not returned.